Event description:
Right ankle pain was reported to surgeon by patient. CT shows cystic area under the talar component. Revision surgery occurred as a result.

Manufacturer narrative:
The reported event could not be confirmed only based on the x-rays. However, the loosening of the implant could be noticed. The product was returned. The polyethylene implant looks overall in a good state. It has not been broken, but presents a slight deformation on one of its 4 corners, which probably happened due to the 8 years of implantation. The other components of the star prosthesis do not show any signs of extensive deformation of the material. Traces of bones can clearly be seen on both tibial and talar components, proving that bone integration has been achieved during the implantation period. Based on review of the x-rays and the details of this case, the root cause of the cysts is the loosening of the implant.

Manufacturer narrative:
The reported event could not be confirmed only based on the x-rays. However, the loosening of the implant could be noticed. Based on investigation, the root cause of the cysts is the loosening of the implant. In the case presented a patient had been treated with star in (B)(6) 2011. On (B)(6) 2019 the patient had to be revised as they were having pain in the ankle. A CT scan (which was not provided) showed a cystic area under the talar component. This root cause was determined after review of the x-rays and the details of this case.

Event description:
Right ankle pain was reported to surgeon by patient. CT shows cystic area under the talar component. Revision surgery occurred as a result.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Right ankle pain was reported to surgeon by patient. CT shows cystic area under the talar component. Revision surgery occurred as a result.